Event description:
It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5 on a patient with atrial fibrillation (af). A mitraclip xtw (51030a1064) was inserted and placed on the tricuspid valve. However, while attempting to deploy the clip, after removing 25cm of the lock line, resistance was encountered, and during removal of the red protective caps after the ¿o-ring,¿ a knot located within the handle was observed. The clip was able to be removed from the patient without issues. One clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported knotted lock line was unable to be determined. The reported lock line resistance was likely a cascading event of the reported knotted lock line. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.